Event description:
It was reported that the physician plans to revise the left ventricular (lv) lead due to diaphragmatic stimulation. Reprogramming was done in the meantime. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m62 implantable tachy lead 2014 (B)(6); 5076-52 implantable pacing lead 2014 (B)(6). (B)(4).